Event description:
The patient was sitting in the lift. Suddenly, without notice, the client leaned to the side and began to fall between the arms. Because of the weight on the edge of the chair, the lift tipped over and the client fell to the ground with the lift falling on top of them. The patient suffered a laceration to their forehead requiring stitches and bruised knees.